Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced low blood glucose. Blood glucose reading was 52 mg/dl. Customer stated blood glucose was fluctuating form 51 mg/dl to 68 mg/dl then down to 59 m/dl. Customer treated with food for low blood glucose. It was unknown whether the customer was using auto mode. The pump will not be returned for analysis.